Manufacturer narrative:
The reagent lots were requested but they were not provided. The field service engineer (fse) replaced a sample probe and the liquid level detection (lld) printed circuit board (pcb). He then performed qc with acceptable results. Following the fse intervention, no further issue was observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose, creatinine, and crp assay results for two patient samples tested on a cobas c 503 analytical unit. Sample 1: the initial glucose result was 0.98 g/l the repeat glucose result on another instrument was 0.48 g/l the initial crp result was 124 mg/l the repeat crp result was on another instrument 22.3 mg/l. Sample 2: the initial glucose result was 1.67 g/l the repeat glucose result on another instrument was 0.40 g/l the initial creatinine result was 82 umol/l. The repeat creatinine result on another instrument was 67 umol/l. The initial crp result was 19.1 mg/l the repeat crp result on another instrument was 6.9 mg/l. The tests were repeated as the initial results were not consistent with anteriorities.